Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt gums [gingival pain], brushheads become loose and hurt gums [injury associated with device], brush heads become loose [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased a pack of 2 oral-b precision clean brushheads and they both had become so loose that they could not be used as they had hurt the consumer's gums. The consumer explained that he/she used the second brush head when the first one caused a problem, but it soon caused the same problem. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she did not have the original packaging but had another unopened precision replacement head that he/she thought was purchased as part of the bulk pack. The consumer noted that he/she had a dental check up on (B)(6) 2017 and his/her gums were fine. The case outcome was recovered. No further information was provided.